Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare representative that the port caps on an rt040 vented hospital full face mask came off during use on a patient. They further reported that this has occured with five other masks in the previous months. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare representative that the port caps on an rt040 vented hospital full face mask came off during use on a patient. They further reported that this has occurred with five other masks in the previous months. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The compliant devices are en route to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: two rt040 vented hospital full face masks (mask 1: lot no. 100804 size large, mask 2: lot no. 110919 size medium) were received at fisher & paykel helathcare in (B)(4) for evaluation. The two masks were visually inspected and the dimensions of the port caps were measured. Results: visual inspection revealed no damage to the oxygen ports on the returned masks and no port caps were missing. The dimensions of all port caps were within specification. A lot check revealed no other complaints of this nature for the lot numbers provided. Conclusion: we were unable to determine the cause of the problem reported by the customer. The oxygen port caps on the rt040 mask are designed to be removable so that an oxygen line can be attached. These port caps have sufficient retention to remain in place with pressure inside of the mask during therapy.